Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the rep met the patient and checked the connections and impedances and nothing was out of range. The patient was getting relief from the stimulation. The patient¿s battery lays more sideways in the pocket and they discussed pocket revision with the provider, but nothing was scheduled yet. Actions taken to resolve shooting pain at the ins site was a pocket revision if needed. For now they were just watching it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the caller reported that the patient had an MRI of the t spine on (B)(6) 2024. The patient went home, later they notified that the patient was scanned with a 3t system. The caller stated that the patient started having severe pocket pain and shooting pain to the ins battery site. The caller asked if this could be related to the MRI. The caller was not with the patient. Tss reviewed information. The caller will follow-up with the patient.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that no pocket revision has been scheduled. Patient (pt) wanted to wait. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.